Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a rash. The patient's rash was located under the front and back therapy electrode pads. The patient's physician reported that the rash was actually a yeast infection. The patient's physician prescribed the patient medication for the infection and recommended that the patient remove the device to allow infection to heal. Follow-up indicated that the infection was healing.